Event description:
Customer reported that while a tah-t patient supported by a css console was being escorted for a CT scan, the air hose, that had been disconnected from the wall and placed on top of the css console, fell to the floor. The nurse pushing the css console stopped to pick up the air hose, while the nurse pushing the pt's bed continued to walk forward. At this time, one of the css console driveline became disconnected from the hose barb on the cpc connector. The cpc connector remained connected to the controller. The nurse reported that she immediately reconnected the driveline, and the time that the driveline was disconnected was no longer than a typical css console exchange. No adverse impact upon the pt was observed. The clinical engineer reported that he checked the left and right driveline tubing connections to the cpc hose barbs and found them to be securely fastened with zip ties. Syncardia has requested that the drivelines be returned to syncardia for evaluation after the pt has been transplanted. The results will be provided in a supplemental MDR.